Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the ipg was no longer able to hold a charge, difficulty with reprogram ability and the stimulation patterns were becoming abnormal. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the ipg was no longer able to hold a charge, difficulty with reprogram ability and the stimulation patterns were becoming abnormal. The patient will undergo an ipg replacement procedure.